Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The surgery took place on 14 june 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient was experiencing discomfort at ipg site. As a result, surgical intervention may be undertaken to address the issue.